Event description:
It was reported that the doctor noted that the patient's right eye cornea became completely opaque and exhibited significant edema following the procedure. The doctor believes that the issue is associated to the healon duet pro product. Account indicated that no surgical or medical intervention was performed; however, the doctor is managing the condition with corticosteroids. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Device evaluation: the photos provided by the customer show the product box, confirming the reported lot number. The reported event cannot be confirmed through photo evaluation. At the time of the investigation, product was not available for evaluation; therefore, no testing could be performed. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two additional complaints were received for this po. No escalation required. Conclusion: conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.